Event description:
The surgeon placed a celect vena cava filter via left groin access (rep not present). The filter's main legs did not deploy and made contact with the cava wall upon being released from the deployment device. The filter did release from the device, but the legs did not "open". The surgeon believed she may have rotated the filter (after secondary filter wires were unsheathed) and theorizes that this may have contributed. Rep was contacted to come in to support the retrieval of the filter immediately after the initial placement of the filter as the primary legs were not open. Retrieval of the filter was not successful due to inability to get the snare around the hook of the filter as the hook was against the cava wall. To prevent further migration of the ivc filter, the surgeon placed a second filter superior to the original filter. The pt was to be monitored and reassessed.

Manufacturer narrative:
(B)(4). The investigation is in progress.